Manufacturer narrative:
Device location not presently known.

Event description:
The manufacturer was informed that an annuleflex af-828 was implanted (in mitral position) and explanted on (B)(6) 2019. No further information is currently available.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Despite the attempts to retrieve additional information on the event, no feedback has been received to date. As the device was not returned, no further investigation is possible at this time and, consequently, the root cause of the reported event cannot be established. However, based on the document review performed, no manufacturing deficiencies were identified.